Event description:
It was reported that during use red light was observed on the outer part (fiber) and not in the terminal fiber cap. The area of the red light was 10 cm from the spot of the insertion of the fiber on the generator. No green color on all of the remaining fiber. The fiber was determined to be unusable. The fiber was changed and the vtup was completed. There is no indication of patient outcome.